Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Date of event: unknown, not provided. Brand name: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Explant date: not applicable, as lens was not explanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that after operation with an intraocular lens (iol) and after a successful laser operation, the patient discovered during a post-operative (op) visit on (B)(6) 2021 that there was no distance vision in the operative eye. The patient was prescribed steroids by the surgeon. On (B)(6) 2021 post-op visit, the steroid dose was completed and after surgeon observation, it was found that patient's reading vision is fine, however, distance vision is blurred. This resulted in patient having the need to wear spectacles for distance. The patient mentioned that the surgeon confirmed they used a multifocal lens. The surgeon confirmed the operation was completed successfully and that the issue in patient eye may be due to the manufacturing defect. No further information was available.

Manufacturer narrative:
Additional information : ¿ section d4: serial number: (B)(6) ¿ section d4: expiration date: 18 may 2026. ¿ section d4: UDI number:(B)(4). Section h4: device manufacture date: 18 may 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.